Event description:
It was reported that during a laser ureteroscopy procedure for kidney stone, after using the fiber for 5-10 minutes, at settings of 80 hz and 5 joules, the fiber broke where the instrument came out of the lithovue scope (physican side/port). It was a very loud sound when the fiber broke in two pieces. The procedure completed using an alternate device. There was no patient complication.